Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for inspection/evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior a stent placement procedure, the tip of the delivery sheath was allegedly broken. There was no reported patient contact.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the stent delivery system was returned for evaluation and the stent was completely deployed and missing. The distal part of the delivery system stent sheath including sheath marker was broken, detached and missing. A guidewire was also stuck inside the delivery system which couldn't be pulled out and there were compression crinkles on the sheath which indicates there were attempted difficulties to remove the guidewire. The returned bloody snare indicates that the catheter tip detachment very likely occurred inside the patient and the snare was being used to retrieve it. The investigation is closed with confirmed results for break, detachment, material deformation and difficult to remove. Based on the available information and the evaluation of the returned sample, the investigation is closed with confirmed results for for break, detachment, material deformation and difficult to remove. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding warnings, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "8f (2.67 mm) or larger guiding catheter or 6f (2.0 mm) or larger introducer sheath and 0.035 inch (0.89 mm) diameter guidewire". The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior a stent placement procedure, the tip of the delivery sheath was allegedly broken. There was no reported patient contact.